Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that an orthopat machine was smoking and there was a burning smell. No injury or reaction noted.

Manufacturer narrative:
Upon eval a blood spill was found inside of the machine. All contaminated and damaged components and hardware were replaced. The machine is not ready for use. This report reflects a product issue identified during a retrospective review of svc records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the svc record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).